Manufacturer narrative:
(B)(4). The product will not be returned for investigation; however, an image was provided in the attached files. During investigation, reviews of complaint history, IFU, qc, and trends were performed. View of the provided image confirms a balloon rupture, but it is unclear whether the rupture is circumferential or linear. The image shows that the distal part of the balloon has reversed on itself during removal making an "umbrella-like" shape. Based on the appearance, it is more likely that the tear was circumferential, however, if a linear tear occurred, it is possible that the device could have torn up more upon removal (especially if the device was not removed with the sheath as a unit) resulting in the appearance noted above. The physician stated that the balloon was used at the tortuous area and thinks the stent grafts interfered the balloon. It is possible that the tortuous anatomy contributed to the event, or the balloon was not properly placed within the grafts, thus the grafts caused damage to the balloon. However, without return of the complaint device, or additional imaging use, it is difficult to determine a definitive root cause. We have notified appropriate personnel and will continue to monitor for similar complaints. Quality control personnel confirms the transition and integrity of proximal and distal balloon bonds and that there is no excessive foreign matter. The length of proximal and distal balloon bonds is confirmed as well a the balloon does not leak and there is not damage or heavy creases to the balloon.

Event description:
After placing two zenith tx2 taa endovascular grafts, the physician performed ballooning with coda balloon catheter. However the balloon ruptured, so he removed it immediately and used another coda balloon catheter to complete the procedure. The patient did not experience any adverse effects due to this occurrence.